Manufacturer narrative:
A complete lead was returned in one piece measuring 64.8 cm with the helix partially extended with blood present. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found the inner coil over-torqued at the connector region and within the lead body. After cleaning the helix region and inner coil lumen of blood and applying torque directly to the inner coil, the helix was able to extend and retract. The extended helix was within product specification. Other damage noted is consistent with procedural damage. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, the right ventricular lead was placed in the apex and was found with high capture thresholds. The lead was repositioned but still had high capture thresholds. The lead was repositioned at the apex again with acceptable parameters but the lead helix failed to extend. The lead was removed and replaced. The patient was stable.